Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised left side brake will not hold and the right side wheel lock is loose.